Event description:
It was reported that during an implant attempt, a small piece of particle fell out of the implantable pulse generator (ipg) after tightening the setscrew. The physician decided not to use the device with suspicion of a setscrew problem. A new device was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.